Event description:
Tech alleged that the cardio pulmonary resuscitation valve was not lowering the head of the bed. No pt impact.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.